Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug (per the patient, "dilauda, or morphone something something") at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient thought his pump stopped working. He stated he could tell it wasn't working because "I'm walking around looking at my shoes and I can't straighten (stand) up." He also mentioned he was using his personal therapy manager (ptm) every hour on the hour for the last three days and it was making no difference whatsoever. He had tried to make an appointment with his doctor, but couldn't "catch him." The patient was redirected to try and attempt contact with their managing doctor again. No further complications were reported.